Event description:
Dr was trying to staple off the 8x30 femoral cannulation graft & the device failed to fire. Graft reclamped & was hand sewn closed. Because the device failed to fire the graft was allowed to open & resulted in a very short burst of bleeding from the femoral artery. No apparent patient injury.